Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the mr, no gross lead discontinuities visualized. Conclusion code: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt experienced painful stimulation at the generator site along with muscle spasms in the left arm. X-rays were reviewed which did not identify any obvious lead discontinuities, but a sharp angle was noted in the lead near the lead/pin generator header interface. The pt underwent vns generator replacement surgery and the symptoms resolved. As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device. This file was found to be possibly related to a short-circuit condition.